Manufacturer narrative:
Correction: section h6 - medical problem code "incorrect measurements" should not have been reported as there were no allegations of a diagnostic anomaly on the device.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the transmission revealed that the atrial lead exhibited noise causing inappropriate atrial tachycardia and atrial fibrillation (at/af) episodes. The noise was reproducible with isometrics. Lead abrasion was suspected. Programming changes were performed. All measurements were stable. The patient was in stable condition.